Event description:
The account reported that during a colonscopy with the equipment , a patient's colon wall was perforated. The settings were cut 200 watts and coag 60 watts. Upon activating the system, "the patient jumped and felt burning on the inside." The patient went to surgery to have the perforation repaired.